Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for six (6) unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporters state: (B)(6). (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal tobias helfen et al., open reduction and internal fixation of displaced proximal humeral fractures. Does the surgeon's experience have an impact on outcomes?, public library of science (2018) pages 1-9 (germany). The purpose of the study was to evaluate the impact of surgeon experience in the treatment of displaced proximal humeral fractures. Between february 2002 and september 2014, 1,411 patients with a displaced proximal humeral fracture were treated by open reduction and locking plate fixation, wherein all patients were treated with an unknown synthes proximal humeral internal locking system (philos) plate and unknown screws, with a median age at the time of surgery was 66.5+1717 years. Were in 206 were females. Follow up evaluations were performed at 6 weeks, 3, 6, and 12 months after surgery to verify the bone healing process and identify variances to the postoperative x-ray and complications. The following complications were reported as follow: 41 patients had loss of fixation. 4 patients had avascular necrosis. 21 patients had post-traumatic frozen shoulder . 9 patients had a hematoma. 2 patients had moderate secondary displacements. 3 patients had a frozen shoulder after revision surgery. 13 cases fractures were malreduced and early revision osteosynthesis was performed. Unknown patients plate dislocations out of the shaft. Unknown patients had screw cut-out. This report is for fig 1. C and d: a (B)(6) year old female with postoperative mal-reduction of the humeral head. This report is for an unknown six (6) unknown screws. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.